Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and low blood glucose on an unknown date. Blood glucose level at the time of the incident was unknown mg/dl. The customer was using insulin pump within 48 hours of high blood glucose and low blood glucose events. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.